Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 126mg/dl. The caller stated the insulin pump alarmed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.